Event description:
Reporter reports back to back testing on meter to lab, while using the inform system with results of 142 mg/dl on the meter and 27 mg/dl at the lab. Reporter reports, quality controls were run and in range; specific results were not provided. Patient was not treated based on the meter results. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.